Manufacturer narrative:
The device is not available for investigation, however, a photo sample is available but investigation is not yet complete. Additional contact information:(B)(6). Complaints (B)(4).

Event description:
The event involved a tego¿ connector. The customer reported that the venous tego was aspirated and flushed with no concerns, danaparoid was instilled into the lumen, and flushed in with no concerns. When the venous line was hooked up to the patient lumen a high venous pressure alarm was given. The patient was disconnected; attempted to aspirate and flush with no effect. The patient's tego was changed, and upon removal of the tego, damage was noted - torn and collapsed membrane. Hemoglobin (hb) delayed the impact of the incident. There was patient involvement and no patient harm.

Manufacturer narrative:
No product samples were returned for investigation, however, a series of photographs were returned showing d1000 tego assemblies with seal tearing and seal collapse. This type of damage can result in occluded flow. The probable cause of the seal tearing damage and subsequent seal collapse resulting in occluded flow is typical of over tightening a mating device onto the d1000 tego during use. The directions for use states: do not overtighten. Lot history review could not be conducted because no lot number(s) was/were identified.